Event description:
A hospital in another country reported to our distributor that as soon as they started using the rt206 adult single-use breathing circuit after setting up, a heater wire alarm was activated. The user reportedly changed the breathing circuit, and the problem did not recur. No pt consequence was reported.

Manufacturer narrative:
Methods: the resistance of the heater wire on the actual device was measured. Results: our records indicate that this is the only complaint of this nature received for the given lot number. The resistance of the heater wire in the inspiratory limb of the rt206 breathing circuit was open loop, which indicated an open circuit heater wire. The device was out of specification. Conclusions: the device was out of specification. This is a known issue with an occurrence rate of approximately 0.003% worldwide for the last year. We have an open CAPA project to address this issue, and we continue to monitor and trend complaints of this nature.